Event description:
Clinical trial. Same case as MFR # 2134265-2008-00124, 00130, 00129. It was reported that during a target vessel reintervention, a vessel dissection occurred. The patient presented to the index procedure with an acute myocardial infarction (mi). The index procedure treated a de novo bifurcated lesion in the mid left anterior descending artery (lad). The mid lad was the main branch and the ramus diagonalis was the side branch. The lesion was 3 mm wide, 2.8 mm long and 67% stenosed. The physician predilated the lesion prior to placing a 3.0 x 20mm taxus express2 stent, a 3.0 x 16mm taxus express2 stent, and a 2.5 x 20mm taxus express2 stent in overlapping fashion. Residual stenosis was 0%. The patient received heparin, statins and gpiib/iiia inhibitors during the procedure. The patient was discharged 7 days later on plavix and aspirin. At 260 days post index procedure, the patient presented with angina. Angiography found instent restenosis was found in the 3.0 x 16 mm taxus express2 stent as well as the 2.5 x 20mm taxus express2 stent. Kissing balloon dilatation treatment was performed to the mid lad. During dilatation, a dissection occurred in the proximal lad. The physician reported that the balloon did not burst. Another mfrs 3.0 x 8mm drug eluting stent was placed to cover the dissection. The patient had no complications due to the dissection. The event was considered resolved and the patient was discharged that day on continued plavix and aspirin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.